Manufacturer narrative:
The device was inspected and the proximal section of the pusher was found undamaged and in specification. The implant coil was damaged and not attached to the pusher. The monofilament was broken next to the attachment section. The investigation of the returned coil system found the implant to be separated from the pusher with no signs of activation using a detachment controller. The pusher's monofilament profile indicates the separation of the implant is consistent with the implant experiencing tensile/retraction forces that exceeded the strength of the monofilament. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned for evaluation. The investigation is currently ongoing. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil unexpectedly detached in the patient. There was no reported patient injury or intervention.

Manufacturer narrative:
Additional information / corrected data: (b1) additional information / corrected data: (b2) additional information / corrected data: (h1) additional information (b5): additional event details provided indicate the coil was being pushed into the aneurysm and at the middle of the implantation (10 cm), the coil unexpectedly detached. The entire length of the coil was retrieved with a lasso snare device without incident.